Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found. However, the distal lv (low voltage) electrode of the lead was covered in blood, the helix of the lead was extrinsically bent and visual summary analysis of the lead indicated damage at implant. The lead was returned with blood on the helix and within the sleevehead, and the helix bent. The lead appearance was normal. An abnormal curve was not observed. The lead takes on the natural curvature of the packaging, and may appear ¿curved¿ when first removed from the packaging, but the lead itself is not actually curved. This is a natural and normal occurrence.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that at the implant procedure, when the lead was removed from the packaging, the physician noted that it looked curved. The lead was placed and initially had adequate sensing and capture but was unable to maintain adequate sensing even after repositioning. The lead was removed and another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.